Manufacturer narrative:
A specific root cause could not be identified. Relevant retention materials were measured with three negative blood samples and one troponin negative control on qualified cobas h232 meters. All results were acceptable. The meter was returned by the customer and was investigated. Standard tests were performed and the meter did not show any faults.

Event description:
The user noted questionable results for one patient when the cardiac t (troponin t) results from two cobas h232 meters were compared to the troponin t hs (high sensitivity) results from a cobas 6000 analyzer serial number (B)(4). All results are in ng/ml. This medwatch is for the combination of cobas h232 meter (B)(4) with roche cardiac t quant 10 strip lot number 28030815. The troponin t hs result for the first sample from the patient on (B)(6) 2011 from the cobas 6000 was <0.014 (negative). The troponin t result for the second sample from the patient on (B)(6) 2011 from the cobas h232 meter (B)(4) was 0.30 (positive). The troponin t hs result for the third sample from the patient on (B)(6) 2011 from the cobas 6000 was <0.014 (negative). The second sample was retested the following morning in the main laboratory on cobas h232 meter (B)(4) with a result of 0.20 (positive) and on the cobas 6000 with a result of <0.014 (negative). The user decided to accept the cobas 6000 results rather than the h232 results. With ECG sinus rhythm, urine dipstick, and no abnormality detected with two negative test results of troponin t hs, the patient was discharged. The patient is alive with the same chronic ailments and a tremor as a result of a stent. The patient was not adversely affected. As the questionable results occurred on two meters as well as a previous incident with very similar results last year for this same patient, the user believed the issue was caused by sample interference when the patient presents with a possible cardiac event. See medwatch with (B)(6) for cobas h232 meter (B)(4) with roche cardiac t quant 10 strip lot number 28030815.

Manufacturer narrative:
This event occurred in the (B)(6).